Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 had bounced back when attempted to close. A field service engineer (fse) opened up rear panel and noticed plunger and u link were not engaging properly making drawer not latch closed due to a latch mount missing 2 screws, likely causing misalignment and component stress. Although the screws were replaced and diagnostics were run in the hardware test application (hta), the issue persisted, indicating damaged/warped components. Further evaluation confirmed bad drawer slides, a dislodged magnetic strip, and a broken retractor band, leading to replacement of the enhanced half height cubie drawers (5-1 and 5-2). Post-repair validation included running acceptance tests in hta, all of which passed successfully with normal operation restored, confirming resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 hard to close the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.